Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube spring. Device had broken battery cap, corroded battery cap contact, minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the battery cap is damaged and corroded and the top of the battery compartment is completely broken off and flush with the battery compartment. The customer had disconnected the insulin pump because the display was blank and would not turn back on. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.